Manufacturer narrative:
Manufacturer investigation of the instrument logs shows that peloris tissue processor serial number (B)(4) was not used to process any tissue samples on (B)(6) 2016, which eliminates involvement of this instrument as a source of the sub-optimal tissue processing reported by the complainant.

Event description:
On (B)(6) 2016, leica biosystems received a complaint that sub-optimal processing of tissue samples in one (1) basket had been identified on (B)(6) 2016 after being processed using a peloris/peloris ll tissue processor located in the laboratory. The complainant reported that there had been an operator error involving "not enough paraffin so the top basket got cooked". The complainant was unable to specifically identify the serial number of the instrument on which the affected samples had been processed; but indicated that it was from one of the following instruments: peloris tissue processor serial number (B)(4), peloris tissue processor serial number (B)(4), peloris tissue processor serial number (B)(4) or peloris ii tissue processor 0265501b. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
Investigation of this complaint confirmed that the instrument functioned as designed during all protocols executed on 21 july 2016 when sub-optimal processing was reported to have been derived. A review of the instrument logs confirm that a use error occurred at 22:17pm on (B)(6) 2016; and at 15:06pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottle 3 (85% ethanol) and bottle 1 (formalin) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual; which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The manufacturer minimum concentration recommended for reagent type <85% ethanol> and <formalin> is 50.0% and 98.0% respectively. Although it was not possible to confirm unequivocally whether the sub-optimal processing reported was derived from a protocol run completed on peloris tissue processor 0260010b on 21 july 2016, the consequences of using reagent at a concentration less than the minimum recommended by the manufacturer is the potential re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps.